Event description:
It was reported when the device was used during the closure of a scalp laceration, the staples would not close or release. The case was completed using the same device and forceps, with no patient consequence.